Event description:
It was reported that the programmer's stylus would not stay calibrated with the programmer screen, that the right third of the screen was not responding. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the display overlay/bezel assembly was replaced and calibrated. (B)(4).